Event description:
The customer reported that the cine drive failed to initialize resulting in the inability to retrieve pt image data and utilize the cine features. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connections to the cine drive and cine bridge pcb were evaluated and reseated. The system was tested and found to be working as intended and returned to service.